Event description:
It was reported that the guide wire may have sheared off. Additional information received 6/13/2023: customer reported that the guide wire sheared off during insertion and patient required a 90 minute site to remove. Clinician thinks this is impart due to the difficulty getting off the catheter. Customer states that if this has occurred in the vein - the patient could have potentially very serious event. Additional information gathered from md (end-user) today: attempted to cannulate the brachial vein, the wire was deployed outside the vein, just beside the brachial vein, into the interstitial tissue. They notice over the past 6 months, it is difficult to deploy the guidewire, even out of the package when testing it prior to insertion, it feels like a ¿jolt or abrupt deployment.¿ the other md was the one who inserted the powerglidepro, she said it didn't feel right so she pulled it out after the wire was deployed. When she pulled it out, the guidewire remain in the arm, patient went to the or to have it removed. She stated, it feels like they really have to ¿reef¿ on the device to have it deploy and when it actually does, it goes very fast, perhaps causing the needle to pop out of the vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.